Manufacturer narrative:
(B)(4). The device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number for the device was not reported or able to be subsequently ascertained.

Event description:
On (B)(6) 2023, a patient underwent stand-alone left atrial appendage exclusion via video-assisted thoracoscopic surgical approach. The surgeon placed a pro2 clip device. After review of the initial clip device's placement, he decided to place an additional prov clip device proximal to the intial device. While placing the prov clip device, a perforation occurred in the area within which device was being placed. The procedural approach was converted to median sternotomy, in order to repair the perforation. Once repaired, the surgeon chose to excise and oversew the left atrial appendage. There was no reported device malfunction, and the adverse event was the result of a procedural complication.